Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pacemaker mediated tachycardia (pmt) episode. Boston scientific technical services (ts) was consulted about the episode and discussed it appeared to be a sinus tachycardia. After the termination algorithm, the post ventricular atrial refractory period (pvarp) was extended and pacing inhibition was observed in the left ventricular (lv) lead. No adverse patient effects were reported. At this time, this device system remains in service.